Event description:
(B)(4). My symptoms started shortly after implanted. My symptoms were weight gain, heavy bleeding, cramps, joint pain, hair loss, more than normal. I am very fatigued all the time, no sex drive, an I get irritated very easily. I had an eblation done to help stop the bleeding, and I am premenopausal.